Event description:
It was reported to resmed (B)(4) that an astral device's touch screen was stuck on the resmed logo and then it turned black. There was no patient harm or injury reported as a result of this incident. MFR # 3004604967-2015-00118.